Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline that was noted to have a quality concern. It was reported that the device had a failure with the release system and had to be replaced. It could not be reported if the device was prepared or used per the instructions for use (IFU). No patient harm was reported.